Event description:
The patient developed an acute inferior myocardial infarction complicated by scai stage e biventricular cardiogenic shock. Right heart catheterization revealed cardiac index (ci) 1.0 and pulmonary artery pulsatility index (papi) 0.3. The patient underwent placement of 4 stents in the right coronary artery. For mechanical circulatory support, an impella rp flex was placed for right ventricular support and an intra-aortic balloon pump (iabp) was placed for left ventricular support. Despite interventions and bronchoscopy, the patient had persistent pulmonary bleeding. The family elected to withdraw care. The impella rp flex was explanted after 6.46 hours of support, and the patient expired following device removal. The impella rp flex will be conservatively reported for death; however, the device is unlikely to have contributed to the patient's death, which was most likely due to her underlying scai stage e biventricular cardiogenic shock.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1 brand name was updated. The root cause of the injury was not determined due to insufficient clinical details.